Event description:
A clinician reported that the female luer adapter separated from tubing during patient use. Per clincian, the event occurred in the operating room, however, it is unknown at what point into the procedure the event happened. Clinician reported no patient injury or medical intevention. Per clinician, no further details are available regarding this incident.